Event description:
It was reported that during a follow up, noise and decreasing rv impedance were observed. Physician decided to perform some tests. Shorted output stage detection was noted in a dft test. The physician decided to explant the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output circuit was found to be damaged. An arc mark was observed on the ICD can. Further evaluation of the arc mark found no trace of lead material. The root cause of the arc and output circuit damage could not be determined.